Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and was experiencing high blood glucose levels. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer stated that the insulin pump. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields recently but in july when they had a x-ray done. Customer was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received with a missing keypad overlay and keypad dome switches. Unable to test for motor error alarm or perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/ test, excessive no delivery test and delivery accuracy test due to missing keypad overlay and keypad dome switches. The motor home switch was corroded and electronic assembly had moisture damage. The keypad traces was also corroded.